Event description:
It was reported that 2 bd venflon¿ pro safety peripheral safety IV catheters experienced needle through catheter during the insertion. The following information was provided by the initial reporter: indicating that it has been found by several operators that, when the device is inserted, the mandrel is withdrawn and then in order to get it back into the vein the mandrel punctures the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd venflon¿ pro safety peripheral safety IV catheters experienced needle through catheter during the insertion. The following information was provided by the initial reporter: indicating that it has been found by several operators that, when the device is inserted, the mandrel is withdrawn and then in order to get it back into the vein the mandrel punctures the cannula.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.